Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, voluntary recall and rupture.

Event description:
Healthcare professional reported ¿left side voluntary recall and baker 3 capsular contracture and rupture¿ device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, rupture and exchange due to concern with product. Healthcare professional additionally reported "mild chronic inflammation" and "microcysts." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy gel observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.